Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer: yes . Section d9: returned to manufacturer on: may 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut into three pieces (two missing). The lens was cut and no further issues could be identified with the lens. The complaint handpiece was also visually inspected, and no issues were identified that could contribute to or cause lens damage. The reported complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted into patient's left eye, however, had to be removed from the eye as the lens had a hole in it. The incision was enlarged and another lens of same model and diopter was used as the replacement. The patient was fine post operation. No other information was provided.

Manufacturer narrative:
Patient weight: unknown, it was asked, but the information was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.